Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: it was reported that the nurses have a lot of troubles with pump stopping and beeping due to champagne air bubbles. These incidents usually occurs with infusions longer than 30 min no matter which drug, even with magnesium 2 g in 500 ml ns bag. Ivigs seems to be the worst when it comes to the pump stopping/beeping. Sometimes these instances delay or interrupt treatment care, where patients have to leave due to rideshare or personal responsibilities. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Two photographs depicting the sample were returned from the facility for evaluation. The photographs were visually evaluated, and small bubbles were observed in the set, but unfortunately without a sample to determine what might cause the air-in-line on the sample, it would be quite difficult to evaluate properly. The reported defect was unable to be confirmed. The actual defective device is a valuable tool in investigating the cause of this incident. Although the air-in-line could not be replicated, some possible causes related to air in line alarms could be incomplete priming of the IV-line, infusion of cold solutions which may exhibit air bubbles coming out of solution as the fluid warms, incomplete filling of the drip chamber during priming, etc. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.